Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was observed that the controller exhibited a beeping sound when switching between power sources. The controller will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed housing hairline cracks around power port 1 and power port 2. This observation is not related to the reported event. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data log files revealed several premature power switching events due to momentary disconnections. Momentary disconnections will result in an audible tone. As a result, the reported power switching and "beeping sound" events were confirmed. The most likely root cause of the reported power switching and beeping events can be attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller was exchanged.